Event description:
A user facility reported that during surgery the lens had to be removed because it would not position correctly. Additional info received from the surgeon indicated the posterior capsule ruptured during surgery while the iol was being rotated in the eye. An alternate iol was implanted in the sulcus. In the surgeon's opinion, while it is unk whether the iol caused the event, user handling was a contributing factor.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional info have been made. A completed questionnaire was received on 07/02/2013. (B)(4).